Event description:
Related to MFR report number 2183959-2012-00600. Related to MFR report number 2183959-2012-00602. It was reported the patient was implanted with a perigee graft system on (B)(6), 2006 to treat her pelvic organ prolapse. The patient experienced pain, mesh erosion, chronic infection, bleeding, dyspareunia, disability, impairment, and permanent injury. The patient underwent surgery to excise the mesh on (B)(6) 2007, (B)(6), 2007, (B)(6) 2008, and (B)(6), 2011.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.